Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not allow login as it accepted the username but returned to the main screen within seconds during fingerprint authentication despite multiple attempts over time. A technical support specialist (tss) remotely accessed the station and performed a recovery reboot. The tss observed that the windows operating system was updating and allowed approximately 15 minutes for completion. The tss restarted the machine and advised a login attempt. The tss confirmed that the customer acknowledged resolution of the issue and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system experienced an automatic logout and did not allow users to complete the login process. The user was able to enter the username; however, upon reaching the fingerprint screen, the system returned to the main login screen within a few seconds. Multiple login attempts were made over a 5-minute period, and the issue persisted even after retrying again after 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.